Manufacturer narrative:
The manufacturer received information in reference to a ds2 adv auto CPAP with an allegation of difficulty breathing or short of breath. This device is not part of the recall. No additional information can be requested at this time. There was no report of serious patient harm or injury. After multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, am addendum to this final report will be filed. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging difficulty breathing/short of breath. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, "box h - (device) problem code grid (1) " was mentioned incorrectly. In this report, box h has been updated or corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging difficulty breathing/short of breath, won't turn on/not functioning on a ds2adv auto CPAP device. Medical intervention was not specified. This notification was reviewed for information received that a patient alleged difficulty breathing/short of breath, device won't turn on/not functioning. The allegation has been reviewed by a pms clinical expert and determined that the allegation of difficulty breathing/short of breath does not qualify as a serious injury. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.